Manufacturer narrative:
Samples for both patients were returned for investigation. An interfering factor to the ft3 reagent was identified in both of the patient samples. An interfering factor was not identified for the ft4 reagent. A root cause could not be determined for the ft4 discrepancies.

Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results for two patients on their cobas 6000 e601 analyzer. The e601 analyzer's serial number was requested but not provided. The customer stated they had two e601 systems and the results were reproducible on both systems. The customer stated endocrinology evaluated the results and considered them contradictory in terms of the patients' clinical conditions. The customer provided data for two patients, one of which had a discrepant ft4 result. The specific date of this event was requested but not provided. The patient had an initial ft3 result of 6.32 pg/ml and an initial ft4 result of 1.4 ng/dl. The sample was repeated on an abbott analyzer and the ft3 result was 1.06 pg/ml and the ft4 result was 1.07 ng/dl. The sample was then tested on a siemens analyzer and the ft3 result was 1.91 pg/ml. Information on whether the patients were adversely affected was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided. (B)(4).

Manufacturer narrative:
Additional information has been provided. The results from the abbott analyzer were reported outside the laboratory.